Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) learned through the certificate of medical necessity form for existing u.s customers (cmn) that a heater-cooler system 3t is suspected of being contaminated. There is no known patient involvement.